Event description:
It was reported that during implant, the stylet was kinked while trying to remove it and it broke off. The lead was explanted and not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.